Event description:
The patient was revised due to pseudo tumor, removed cyst.

Manufacturer narrative:
Examination of the returned devices by a depuy base business engineer confirms taper corrosion. The devices showed good bone growth which signifies the components were well fixed. Hazed wear patterns that were observed on the acetabular cup insert and femoral head could signify that acetabular alignment may not have been optimal. Although, x-rays were not returned for examination so implant alignment cannot be determined. A search of the complaints databases finds no other reports of infection against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions regarding the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of returned devices by a depuy senior materials research scientist confirmed the presence of taper corrosion. A search of the complaints databases finds no other reported infections against the provided product and lot code combinations since its release to distribution. A review of device history records has identified no manufacturing deviations or anomalies relational to this report. Patient x-rays and additional demographics were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.